Manufacturer narrative:
Additional information will be provided once the investigation has been completed.

Event description:
It was reported that the tip of the trocar broke off during a procedure causing a delay.

Manufacturer narrative:
The device was recieved and was subsequently sent to the another site for investigation. The device was determined to be lost in transit to the investing site. The complaint will be closed without a detailed investigation report and based on probable root cause. In the event that the device is found, the complaint will be reopened, a full evaluation will be conducted, and the investigation will be updated with the new results. Probable root cause for the reported failure involving this device could have been caused by: "reuse of obturator in same case components do not fit properly inadequate design: tolerance stackup, etc. Excessive instrument reaction forces excessive and insufficient cap reaction forces handling process incorrect packaging severe shipping conditions improper storage the product was returned for investigation and the reported failure mode was not confirmed. The failure mode will be monitored for future reoccurrence.

Event description:
It was reported that the tip of the trocar broke off during a procedure causing a delay.